Event description:
The surgeon had performed a medial partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) on (B)(6) 2012. About six months after the procedure, the surgeon performed a revision due to subsidence and loosening of the tibial baseplate component.

Manufacturer narrative:
The surgeon reports that the event is not related to implant placement, but rather the weak bone of the pt's tibia.